Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received, it could not be determined if this device performed as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: model 0185 implantable tachy lead implanted (B)(6) 2010; model 4543 implantable pacing lead implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.